Event description:
On the back table, the physician felt resistance as he introduced a penumbra system reperfusion catheter 032 into a penumbra system reperfusion catheter 054. When he removed the 032 catheter, he felt it stretch. He introduced a second 032 catheter into the same 054 catheter. Again, he felt resistance and removed the 032 catheter to find it had also stretched. He said he did not see a kink or any visible damage to the 054 catheter, but he tried a new 054 catheter and new 032 catheter. He had no issue with either of these and was able to treat the ischemic stroke patient. This MDR is associated with mdrs 3005168196-2012-00076 and 3005168196-2012-00077.

Manufacturer narrative:
Conclusion: this device is available for return, and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device not returned for evaluation.